Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and reservoir does not stay locked in. The device had minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Customer advised the insulin pump is cracked where the reservoir is placed. Customer is unsure on how the damage happened. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.